Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor in 1999. A little more than 2 weeks later the pt sought medical treatment for swelling of the piercing site. The patient was admitted into the hospital for incision and drainage and placed on IV antibiotics and released five days later.